Event description:
It was reported by a customer on (B)(6) 2011, the fiber tip broke at 47,749 joules. Also, it was reported that the fiber tip was retrieved. Per the customer, as the detached fiber tip was being pulled from the patient's body, the fiber tip landed on the drape and caused a very small fire. No patient injury was reported.